Event description:
Soclean for CPAP machines has an engineering defect. Their ozone machine has two holes on either side for placing the CPAP mask hose. The hose only uses one side. The unused side is covered by a small side piece so that the ozone does not escape. However this side piece is not secure and is easily dislodged when removing the mask from the soclean interior. It is not noticeable until trying to run the unit, at which point they show an error message "hose not present". In the interim the side piece falls on the floor or somewhere in easy reach for a baby or toddler. The side piece can be swallowed by a baby and choke to death. In my case the dog swallowed the piece. Luckily she did not die. I contacted the soclean company but they refused to even acknowledge the problem. I hope that you can do something about this danger.